Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported that infusion set fell off during use. Issue occured in one set on (B)(6) 2024. Infusion set was in use for 3 days. No further information was available.